Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving lioresal (dose and concentration unknown) via an implanted infusion pump. The indications for use included intractable spasticity and stroke. It was reported that the patient developed cellulitis around the pump pocket incision. As a result of an infection, it was determined by the hcps that a full explant was needed. The explant occurred on (B)(6) 2018 and the issue was considered resolved. The patient's status was alive - with injury. No further complications were reported or anticipated.